Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no voltage on one of the patient cable¿s output pins was confirmed during evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). Further inspection of the mpu revealed that one of the pins on the patient cable connector of the main printed circuit board (pcb) was missing. This missing pin correlated to an output voltage signal, which caused one socket in each of the black and white connectors to have 0v instead of their expected ~15v. The mpu¿s ability to provide power to the controller was not affected by the issue, as the system is designed with two redundant 15v power signals. The main pcb was replaced, and preventative maintenance was performed on the mpu. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to be a manufacturing vendor issue with the main pcb, which is a supplied component. An external corrective action request was initiated to notify the supplier of the issue with the patient cable connector on the main pcb. Review of the device history record (DHR) for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer performed a technical safety check on an out of box mobile power unit (mpu). During the safety check, it was not possible to measure the output voltage on one of the pins.